Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported via FDA sus voluntary event report, mw5064572. During operative procedure, two 2.5mm drill bit tips broke off in the iliac wing during drill removal. Unable to retrieve drill tips.